Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5153664/7071284.

Event description:
It was reported that the patient was experiencing undesired sensation caused by the stimulation and pain. It was also stated that the ipg was bothering the patient. The patient underwent an explant procedure wherein all devices were removed and were not returned.